Event description:
In april 2006,the patient obtained a 333 mg/dl on the reported meter.she took insulin based on the result (insulin type and dose unk). At 4:00 am the patient was discovered unconscious by her parents. The parents contacted the ems.prior to the ems arriving,they tested her on the reported meter and obtained a 126 mg/dl.they tested her on another meter and obtained a reslut in the 20 mg/dl and 30 mg/dl range.based on statistical methodology the calculated difference between 126 mg/dl and 20 mg/dl-30 mg/dl exceeds lifescan's criteria for accuracy.they attempted to administer treatment by giving her something to drink and glucose.once the ems arrived a result of 21 mg/dl was obtained on the ems one touch ultra meter.no further was provided. The customer care advocate (cca) verified that the patient was correctly applying the blood to the test strip. The unit of measurement and calibration code were set correctly.the test strips were within expiration date,stored properly, and not opened longer than the discard date. The cca discovered that the patient was incorrectly cleaning the puncture area. The cca was unable to walk the patient through quality control testing as the control solution had expired. The meter,test strips,and control solution were replaced. The senior medical affairs specialist mailed a letter to the patient on april 7th,since she could not by reached by telephone on april 6th and 7th.the above information was obtained from the cca during the initial call with the patient. This complaint is being reported since the patient administered insulin based on the reported meter reading, became unconscious, tested relatively normal on the reported meter while unconscious, and received hypoglycemic treatment based on the 21 mg/dl reading obtained on the ems meter.